Event description:
Ous MDR - after an implantation period of approx. 71 months, it was reported that the device could not be interrogated. No adverse patient side effects have been reported. The device was explanted, however no date was provided.

Manufacturer narrative:
Upon receipt, the ICD was visually inspected. The inspection revealed arc-over marks and spots of molten titanium on the ICD housing. The ICD was subjected to an electrical analysis, confirming that the device could not be interrogated. Therefore, based on the observed symptoms, it is reasonable to assume that a shock delivery into an external short circuit led to a damage of the electrical module. Due to the damage of the electrical module the device could not be interrogated and the memory content of the device was not restorable. Possible clinical complications that might lead to an external short circuit include but are not limited to twiddler syndrome, a subclavian crush syndrome or other lead insulation damages. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem.